Event description:
The complainant reported that a valved PICC was implanted in a male patient in 2007. The following month, it was found that the device had developed a crack located distal to the suture wing, which resulted in a leak. The complainant reported that the device was successfully removed and replaced with a regular IV for further treatment. The complainant also reported that there were no adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as it was discarded after explant; consequently, a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if it meets the specification and unable to definitively determine a root cause for this incident. Because this customer did not indicate the lot/batch of the affected product, a search for similar complaints of the same lot/batch number could not be performed. No adverse trends were detected for "fracture distal to the suture wing", "hole in catheter" or "leakage" for the last 15 months.